Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the electrode short was not known. The issue had not been resolved. The patient's weight was unknown, and the information was confirmed with the physician/account. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the electrode pair 89 was short at 35 ohms. The caller wanted to get a battery calculation based on therapy parameters provided by the hcp. The left was: +1 -2 -3 amp: 3.5v 90us rate: 210hz therapy imp: assumed 900ohms and the right: -10 +11 amp 3.0v 60us rate: 210hz therapy imp: assumed 900ohms. Eri: 23.17 months eos 2.18 years. No patient symptoms or further complications were reported as a result of this event.